Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
Ppf alleges metal wear, metallosis, and elevated metal ions.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised due to pain and cup malpositioning. Update rec¿d 10/20/2016 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from elevated ion levels and pseudotumors. Adding the femoral head, stem and liner to the complaint. Update 02/10/17-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated cup malpositioning (abduction of 70 degrees) and loosening, metallosis behind the cup, mild trunnion corrosion, elevated metal ion levels (no labs), and a blood loss of 1200 ml (no complications noted). The revision operative note also indicated right acetabular osteolysis within the diagnosis, but the body of the note indicated no femoral or acetabular osteolysis. The revision operative note also indicated screws were removed from the cup, but the primary operative note indicated there was no need for screw augmentation. There was no mention of a pseudotumor, but there was an iliopsoas cyst.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to pain and cup malpositioning. Update rec-d 10/20/2016 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from elevated ion levels and pseudotumors. Adding the femoral head, stem and liner to the complaint.